Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that the ambulance was called for high blood glucose and took them for hospitalization. The customer's blood glucose was 420 mg/dl at the time of incident. The customer stated that they were nauseous and vomiting. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The insulin pump will not be returned for analysis.